Event description:
Caller reported an alarm 2 followed by alarm 26 and multiple previous occlusion events. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, after which they acknowledged and understood the off-label insulin messaging provided by the support team. The case was then closed by cts.